Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported the ins was in an unusual spot in their chest, almost underneath their arm, so they use a different belt. Also it was noted the patient was bedfast, so they charge in bed,lying down. No further complications were reported as a result of this event.